Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not working properly. The cassette had been changed, and the tubing had been detached to ensure treprostinil was passing through, but it had not been. Treprostinil 5mg/ml was administered at a dose of 60 ng/kg/min intravenously. The switch to the backup pump had resolved the issues. The patient had symptoms of dizziness, lightheadedness, nausea, and pain.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.